Event description:
The customer reported that the act 5diff hematology analyzer intermittently recovered erroneously low wbc (white blood cell) counts on samples from two pts. The test results were accompanied by instrument-generated messages flagging the operator to review test results. The erroneous test results were not reported out of the laboratory. There were no reported changes to pt treatment associated with this event.

Manufacturer narrative:
This reportable event was identified during a retrospective review conducted for the period between 01/01/2008 and 10/23/2010 of complaints for add'l reportable events. This MDR is for day 1 of 2. See MDR #1061932-2011-02473 for day 2 of 2. A field service engineer (fse) visited the site on (B)(4) 2009, to assess the instrument. He was unable to reproduce problem while onsite; however, he replaced sample syringe "o" rings and verified repair per established procedures. Results met published performance specs at the time of the visit. The customer reported that the problem had not been observed after the repair. Based on the available info, the root cause for the low/erratic wbc results could be attributed to the syringe "o" rings subsequently replaced by the fse during instrument servicing.

Event description:
The customer reported that the act 5diff hematology analyzer intermittently recovered erroneously low wbc (white blood cell) counts on samples from two pts. The test results were accompanied by instrument-generated messages flagging the operator to review test results. The erroneous test results were not reported out of the laboratory. There were no reported changes to pt treatment associated with this event.

Event description:
The customer reported that the act 5diff hematology analyzer intermittently recovered erroneously low wbc (white blood cell) counts on samples from two pts. The test results were accompanied by instrument-generated messages flagging the operator to review test results. The erroneous test results were not reported out of the laboratory. There were no reported changes to pt treatment associated with this event.

Event description:
The customer reported that the act 5diff hematology analyzer intermittently recovered erroneously low wbc (white blood cell) counts on samples from two pts. The test results were accompanied by instrument-generated messages flagging the operator to review test results. The erroneous test results were not reported out of the laboratory. There were no reported changes to pt treatment associated with this event.

Manufacturer narrative:
This reportable event was identified during a retrospective review conducted for the period between 01/01/2008 and 10/23/2010 of complaints for add'l reportable events. This MDR is for day 1 of 2. See MDR #1061932-2011-02473 for day 2 of 2. A field service engineer (fse) visited the site on (B)(4) 2009, to assess the instrument. He was unable to reproduce problem while onsite; however, he replaced sample syringe "o" rings and verified repair per established procedures. Results met published performance specs at the time of the visit. The customer reported that the problem had not been observed after the repair. Based on the available info, the root cause for the low/erratic wbc results could be attributed to the syringe "o" rings subsequently replaced by the fse during instrument servicing.

Manufacturer narrative:
This reportable event was identified during a retrospective review conducted for the period between 01/01/2008 and 10/23/2010 of complaints for add'l reportable events. This MDR is for day 1 of 2. See MDR #1061932-2011-02473 for day 2 of 2. A field service engineer (fse) visited the site on (B)(4) 2009, to assess the instrument. He was unable to reproduce problem while onsite; however, he replaced sample syringe "o" rings and verified repair per established procedures. Results met published performance specs at the time of the visit. The customer reported that the problem had not been observed after the repair. Based on the available info, the root cause for the low/erratic wbc results could be attributed to the syringe "o" rings subsequently replaced by the fse during instrument servicing.

Manufacturer narrative:
This reportable event was identified during a retrospective review conducted for the period between 01/01/2008 and 10/23/2010 of complaints for add'l reportable events. This MDR is for day 1 of 2. See MDR #1061932-2011-02473 for day 2 of 2. A field service engineer (fse) visited the site on (B)(4) 2009, to assess the instrument. He was unable to reproduce problem while onsite; however, he replaced sample syringe "o" rings and verified repair per established procedures. Results met published performance specs at the time of the visit. The customer reported that the problem had not been observed after the repair. Based on the available info, the root cause for the low/erratic wbc results could be attributed to the syringe "o" rings subsequently replaced by the fse during instrument servicing.